Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide states: "caution: always check your glucose frequently during amusement park rides and flying or other situations where sudden changes or extremes of air pressure, altitude, or gravity may be occurring. Though the omnipod 5 system is safe to use at atmospheric pressures typically found in airplane cabins during flight, the atmosphere pressure in an airplane cabin can change during flight, which may affect the pod's insulin delivery. Rapid changes in altitude and gravity, such as those typically found on amusement park rides or flight take-off and landing, can affect insulin delivery, leading to possible hypoglycemia or injury. If needed, follow your healthcare provider's treatment instructions." (Omnipod 5 technical user guide reference: pt-001716-aw rev. 04 08/24 pages 13, 25, 220).

Event description:
It was reported that on (B)(6)2025 the patient experienced a severe hypoglycemic episode during a flight from italy to spain. Leading up to the early morning flight she had not eaten or had any bolus insulin. 40 minutes in to the flight she noticed her blood glucose (bg) levels began to drop. She changed the personal diabetes manager (pdm) to manual mode and suspended insulin. Despite this, the pod delivered from 0.5 units to 0.1 units. The patient's bg levels decreased to 2mmol/l (36 mg/dl). There was a paramedic on board who assisted the patient with oral glucose, but it was ineffective. The decision was made to make an emergency landing in france in order for the patient to be treated. A medical team in france treated the patient on the ground whilst still in the plane. The plane was eventually allowed to continue as the paramedic on board remained with the patient, who was being met once landing. The patient resides in the UK but was travelling at the time of the event. The plane performed an emergency landing in france.